Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Tibial inlay impactor broke during impaction. Pka procedure.

Manufacturer narrative:
Corrected data: d10/h3 product available to stryker. Additional information: a2 age at time of event, age units (patient), date of birth; a3 gender. An event regarding damage involving an mako impactor tip was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there have been no other event for the lot referenced. Conclusions: the event was not confirmed nor the root cause determined because the device was not returned for evaluation and insufficient information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Tibial inlay impactor broke during impaction. Pka procedure.